Event description:
Product was used for total laparoscopic hysterectomy with bilateral salpingectomy. Mid procedure, the surgeon complained stating the product "stopped working". It was working for the first hour, until we had to bring another product.